Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: additional item: cat#: 00877503602 / biolox delta head 12/14 36x0 / lot#: 3157992. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a left hip revision approximately two months post implantation due to instability, pain, squeaking, popping, and stiffness. Radiographic images indicated migration of head. During the revision noted metallosis and erosion. The head, neck, and liner were exchanged without complications. The stem and cup remain implanted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00085, 0001822565-2024-00087 . D10: cat #: 30123607 / g7 vit e high wall lnr 36mm g/ lot #: 64591563. Cat #: 00784801301 / kinectiv modular neck p1 / lot #: 65438281. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a left hip revision approximately eleven weeks post implantation due to a disassociation of the liner and cup. During the procedure, metalosis was noted from the head rubbing on the cup. All the metalosis was removed and the liner, head and neck were removed and replaced. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the explanted liner, with some damage noted around the locking portion. The device is covered in bio debris. No further evaluation can be made from the provided pictures. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a revision occurred approximately two months post implantation to instability, noise, and pain. The head was noted to incongruent/migrated on previous scans. During the revision, the liner was noted to have flipped out of position anteriorly, and the head had a spot of erosion where it was articulating against the shell. Metallosis tissues were noted throughout the joint. The liner, head, and neck were explanted and replaced. The complaint was confirmed based on a review of the provided medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.